Event description:
It was reported that the ilet user performed a full supply change and resumed insulin delivery, but the infusion set adhesive backing was not removed before placement, resulting in the infusion site not adhering properly. The user then replaced the infusion site with assistance and resumed insulin delivery without alarms. No reported symptoms or adverse clinical effects. Outcomes included successful infusion site replacement and continued therapy without interruption. Investigation included troubleshooting and user education over the phone. Investigation of this case revealed incorrect deployment of the infusion set and improper site adhesion consistent with user handling error involving the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device use and handling.